Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection.in the course of the analysis, no deviations were noted. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported dislodgement.the lead proved to be flawless throughout its inspection. In particular, the values of the parameters measured during the mechanical analysis of the fixation mechanism and of the helix were within the technical specifications.the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
(B)(4)

Event description:
Boston scientific received information that this right atrial lead was dislodged. A revision surgery was performed and this lead was explanted and replaced. No additional adverse patient effects were reported.